Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 29 mg/dl; cause of bg not known. Customer was treated with glucagon to address the bg. Customer was discharged from the hospital on (B)(6)2026 with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check. Recommendation was made to consult with a healthcare provider regarding diabetes management.